Manufacturer narrative:
One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse at all. The folfusor was filled with 52ml of 5fu and diluted with 200ml of nacl for a fill volume of 252ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.